Event description:
The customer reported 12-lead ECG signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG signal loss. The philips field service engineer reported having confirmed the failure and resolving the failure by replacing the leads ECG trunk cable.